Manufacturer narrative:
Device eval by MFR: a carotid wallstent monorail was received for analysis. The device was returned with a complete separation of both the inner and outer sheath at the monorail port. The separated section of the device was not returned for analysis. During the product analysis a boston scientific 0.014 filterwire could not be inserted through this device due to a complete separation of the sheath. The guidewire used by the customer was not returned for analysis. A visual and tactile examination found the sheath of the device to be completely separated at the guidewire port. The distal separated section of the delivery system including the stent was not returned for analysis.

Event description:
Reportable based on analysis completed on 13jun2024. It was reported that the catheter was difficult to load onto the guidewire. A carotid wallstent monorail was selected for use in the internal carotid artery (ica). While preparing the catheter, it could not be loaded onto the guidewire. The catheter lumen was closed, and the guidewire could not exit the monorail system. Another carotid wallstent monorail was selected for use, but the same issue occurred. Another device, same model, was then used to successfully complete the procedure. There were no patient complications. However, device analysis revealed the sheath was completely separated.